Event description:
It was reported that the patient was revised due to loosening.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were provided for review. Upon evaluation of the ml view of the x-ray the tibial component appears to be subsided into the tibial bone posteriorly, but with spacing maintained between the tibial and femoral component. The tibial keel has kicked out anteriorly and a gap is noted between the tibial component and the bone anteriorly. It also appears that there may have been medial subsidence of the component; however this cannot be verified. In conclusion the tibial component looks grossly loose. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. As returned, the articular surface shows substantial pitting, discoloration and wear on both sides of the component. A light wear pattern is visualized on the underside of the tibia and keel that is consistent with micromotion at the cement/implant interface. Tibial component shows no cement mantle on the underside of the tibia and keel with no bony ingrowth. Device history records were reviewed, indicating the component was manufactured, inspected, and packaged to specification. The information provided on this form was previously submitted under manufacturing report number 1822565-2014-01811.